Event description:
Pt reports that sometimes her cleo tubing is almost impossible to disconnect from her site due to the tubing itself. She also said that sometimes the priming disc for the cartridges is hard to turn, causing her to waste medication occasionally. Pt started using remunity pump (B)(6) 2023, subcutaneous remunity self fill pt. Troubleshooting was not performed at pt stated she has been in touch with her nurse. Unk if pt missed a dosed or experienced an interruption to therapy due to pc. No adverse event was reported due to pc. Defective tubing was replaced, unk if available for return. No add'l info was provided. Lot number unk of cartridges or tubing. Ref report: mw5156975. Reported to (B)(6) by pt/caregiver.